Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported a button error alarm. The customer's blood glucose was good. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage on the keypad assembly noted. No button error alarm. Inspected the connector on the lcd and no unlock keypad connector found. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.